Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance and elevated right ventricular threshold. It was noted that there was an alert for out of range right ventricular lead impedance. Possible lead fracture was suspected. Programming changes were made. Lead revision/replacement was discussed. The patient was stable.